Event description:
Contact lens (normally 30-day wear) became itchy and unwearable after 6 days. The second lens from the same box had the same issue, itchy, gritty, foreign body sensation after just a couple of days. Both lenses had diminished vision, especially in focusing in the distance. I have been using this brand of contact lenses with the same prescription for a number of years, and these lenses were definitely different. They didn't feel right, and my vision was definitely different. The box design was different than previous ones, and they were made in a different country than previous boxes of lenses. Reference report: mw5118278.